Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) field service engineer (fse) confirmed that it was induced by the user. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the customer contacted technical support to report that the surgeon had experienced unusual motor responses and unintended movement of the universal surgical manipulator (usm) arm when using the prograsp forceps instrument. No related errors were found in the logs. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended reseating the sterile adapter and checking for drape material in the rail/carriage connection. The customer did not attempt to use arm 4 again, as the procedure continued with arms 1 and 3. The procedure was completed as planned with no report of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site did not disable the arm to continue the procedure. The site reseated the sterile adapter to resolve the issue. The issue occurred while the surgeon was manipulating the instruments from the surgeon console.